Manufacturer narrative:
The customer reported data not transferred through librelinkup, was investigated. After attempting to identify the customer's reported configurations, the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of the device model name, operating system, and app versions restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a data-sharing connectivity issue with the abbott diabetes care (adc) freestyle librelinkup app in use with an unknown device, unknown operating system, and unknown application version. According to the caregiver, they did not see the customers¿ readings, and the customer himself decided to eat candy when their glucose level was low. Because of this, their sugar level rose to 21. As a result, the caregiver noticed this an hour later and administered an insulin injection. There was no report of death or permanent impairment associated with this event.